Event description:
Customer complaint of blood results were reading "hi". Customer states he is feeling fine. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).